Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the seal gasket came loose and fell into pts' abdomen. 5/21/1998 additional info was received. The gasket was retrieved and another 511s was used to complete the case. There was no consequence to the pt.